Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump had issues with pump and alarm did not occur during manual prime. Troubleshoot was performed. Customer reported event was unresolved by changing complete set (infusion and reservoir). The insulin pump will not be returned for analysis.